Manufacturer narrative:
Correction: it was reported that the patient was requesting coverage in an area that was outside the original pain pattern. The coverage of the new pain pattern was not obtainable with the current lead placement. There was no deficiency of the device. This device is no longer considered reportable.

Event description:
It was reported that the patient was requesting coverage in an area that was outside the original pain pattern. The coverage of the new pain pattern was not obtainable with the current lead placement. There was no deficiency of the device.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6504866.

Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which of the leads attributed to this issue.